Event description:
Information received from the field does not address the patient's clinical status but notes atrial lead dislodgement and that the ventricular lead had high thresholds along with capture and sensing anomalies.~~~~~